Event description:
The customer contacted baxter's service center regarding an alarm, which occurred on the homechoice (hc). During troubleshooting, the care giver (cg) stated that she had cut the transfer set and it had been replaced the previous day. The date that the transfer set was cut is currently unknown. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A follow-up MDR will be submitted upon if any additional information is received.

Manufacturer narrative:
(B)(4). On (B)(4) 2012 the registered nurse left a voicemail stating that while attempting to cut the patient's dressing, the care giver had cut the catheter tubing (not a baxter product), not the transfer set tubing. The catheter tubing was repaired and the patient has not had any further problems. Manufacturer information for the catheter tubing was not available. No adverse effects were reported as a result of this incident.